Event description:
It was reported that an ilet cartridge leaked insulin from the back end on multiple occasions, with the user expressing product dissatisfaction; troubleshooting and education were provided regarding proper cartridge handling, including avoiding overfilling, external tubing connection, and reuse, and a replacement box of cartridge supply kits was arranged. Customer care provided support that included troubleshooting, and education on correct setup during the next supply change. Investigation of this case revealed a suspected cartridge integrity or use-related handling issue consistent with leakage at the cartridge component, with no evidence of pump alarm activity. No clinical symptoms associated with the device-related leakage. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that user technique or handling during cartridge preparation and installation was the most likely cause.